Manufacturer narrative:
(B)(4). Batch # r57a01. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that the device could not fire and could not return blade. During the thoracoscopic right upper lobe excision, when severing the pulmonary fissure, could not fire with ecr45g. Changed another ecr45g, after firing, could not return the blade, the knife reverse button did not work. Removed the device out of the patient via cut line gap, but the jaw was still closed and the blade did not be returned. Another device was used to complete the surgery. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Batch number: r57a01. Investigation summary: the analysis found that one ec45a device was returned with no apparent damage and with one ecr45g cartridge loaded in the device. The cartridge reload was received fully fired and with damage on cartridge deck. In addition another cartridge was received partially fired 1/10. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The damage to the cartridge is consistent with the device being clamped over a hard object. The device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.